Event description:
It was reported that loss of capture was observed. Lead dislodgement suspected. After extraction procedure insulation damage close to the connector pin was noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found external insulation abrasion at 9.4cm to 9.8cm from connector pin, consistent with that produced by friction with the ICD can. One of the re cables etfe insulation was abraded.